Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 2 months post implant of a bifurcated device and an suprarenal aortic extension the physician suspected an endoleak. A computed tomography scan was performed on an unknown date and reviewed. The physician suspected either a type ii endoleak, which was present after the original procedure, or a type iii endoleak. The physician decided to wait and follow the patient at that time. A new computed tomography scan was performed on an unknown date and indicated the aneurysm had grown an unknown amount. On (B)(6) 2014 the physician elected to bridge the first two devices as the overlap had shrunk. After adding the additional device the patient still had a substantial endoleak. The physician then implanted a competitor device and also performed a fem-fem bypass to exclude the aneurysm. The type ii endoleak still persists. The patient was reported as doing great.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant CT scan. The patient's use of antiplatelet therapy might have contributed to this event due to the known increased risk of bleeding complications. The request for imaging studies was denied. The following findings were obtained from the medical records, and three I-movies of an angiogram. At implant, there was evidence of a persistent right sided type ii endoleak. One month post implant, there was evidence of two separate endoleaks. They were described as a type I or ii endoleak, but eventually, the consensus was a type ii endoleak from the lumbar arteries. The patient was scheduled for a coiling. Five months post implant, the first subsequent event of a diagnostic angiogram was substantiated. This study denoted a type iii endoleak (between components). Two days later, the third subsequent procedure was substantiated. Initially, an infrarenal extension was deployed, but after a coda balloon pta, a type I, ii and iii endoleak was noted - there was suspicion of a fabric breach (endoleak IV). A competitor's aorto-uni-lateral device with a fem -fem bypass was successfully completed. The patient was discharged home on the second post-operative day on antiplatelet therapy. The type ii and type iii a endoleaks were substantiated prior to the third event; a type iiib endoleak was confirmed intra-operatively post a coda balloon maneuver, which might have contributed to this event. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not be identified. The clinical review identified multiple endoleaks at various times. There appeared to be a non-device related type ii endoleak as well as a type iiia from an unknown cause. The subsequent ballooning of the implanted grafts appeared to damage the grafts resulting in a type iiib endoleak. The fem-fem bypass with a competitors device was reported as being successful in treatment.